Manufacturer narrative:
Additional information including post primary and pre revision x-rays, operative notes, patient details, whether the patient followed correct post-op protocol, whether the femoral fracture occurred due to a fall or other sort of trauma post primary surgery and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a trinity ecima liner after 2 weeks and 4 days due to a femoral fracture and subsequent subsidence of the non-corin stem.

Manufacturer narrative:
Per -4918 final report. Additional information including post primary and pre revision x-rays, operative notes, patient details, whether the patient followed correct post-op protocol, whether the femoral fracture occurred due to a fall or other sort of trauma post primary surgery and an update on the patient post revision was requested, however, none of this information was provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the femoral fracture and subsequent revision could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a trinity ecima liner after 2 weeks and 4 days due to a femoral fracture and subsequent subsidence of the non-corin stem.